Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient is having problems with the bladder and patient can't turn it up or down. Patient also reports sometimes it feels like it¿s shocking in the back area at the ins location and hurts and it¿s still a little sore from the incision. It also hurts if patient lays a certain way it almost makes patient jump out of bed. Patient recently saw their implanting physicians nurse who tried to use the patient¿s handset and communicator and was not able to find the ins. The nurse said to turn the external devices off for two days and to try again and call patient services for assistance. Patient is also on bladder pills and it didn't help. Patient services reviewed handset and communicator use. The patient confirmed they can feel the ins under the skin and are positioning the communicator against it but it¿s not locating the ins. The patient was redirected to their healthcare provider to further address the issue.